Event description:
It was reported that in 03/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."

Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: extreme lower abdominal pain/burning and lower abdominal swelling. "Due to continuous post-op pain, hysterectomy s urgery had to be performed causing more abdominal pain."